Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of etoposide via a plum a+ pump. After an unspecified length of time in use, it was reported that the soluset was collapsing and reportedly after the soluset was touched, the soluset cracked at an unspecified location and 2oz of solution leaked onto the floor. The solution that leaked was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.